Manufacturer narrative:
(B)(4). One rfa1530 was received for evaluation and the returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the temperature was unstable and the reported condition was confirmed. The water circulated normally through the product however the product did not read the temperature properly. The needle was removed for closer inspection. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be an inadequate solder joint between the device's thermocouple and inner tube. A trend has been identified and a CAPA has been issued. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after the needled was inserted into the patient, the temperature became unstable. Another needle was used to complete the procedure without injury to the patient.